Event description:
After 21 months of implantation, the complete ICD system was explanted because of ineffective shocks. The result of the shock electrode continuity test before explantation was "open".